Manufacturer narrative:
The investigation into this complaint has been completed. The ventilator system had the mr-kit installed from the factory, i.e. However the mr-stickers are not part of this factory installation. The process for qualifying the ventilator into the mr-environment is conducted by the sales representative and signed off and agreed upon by the hospital to full fill the mr-agreement. When the agreement is signed the stickers shall be attached to the device as a result. It is our conclusion that the agreement was signed, but the final attachments of the mr-labeling stickers were not finalized as expected. The cause to this has not been established. The human error shall be corrected by attaching the stickers to the ventilator systems used in the mr-environment.

Event description:
(B)(4).

Event description:
On 02/10/2016 10:37 am (gmt-5:00) added by (B)(6): a customer contacted tech support to ask if ventilators that are used in mr environment were supposed to have special mr labels on it. The customer further stated that their two mr units did not have any type of special mr labeling on them and he could not remember they ever had any type of mr labeling. They have had these units for almost 2 years and no service has been dispatched. The customer requested this to be corrected and also stated that the mr suite has not been set up or tested, but after some research it was found that a company representative did indeed go in there to complete the mr agreement. There was no patient involvement. (B)(4)